Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 424 mg/dl. Customer stated they wanted to know how to do manual bolus. Customer had walked through manual bolus and bolus wizard option but they meant to enter the amount of insulin they gave themselves with manual injection to had it accounted for active insulin amount. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.